Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with (B)(4) bluetooth device passed. Global transmitter final functional test passed. Data/share log could not be reviewed because there was no data available. The customer complaint was undetermined because there was no data to review. A root cause could not be determined via product evaluation.